Manufacturer narrative:
(B)(4)

Event description:
No staples fired from the instrument. The patient was undergoing a left hemicolectomy, there was no need for an ileostomy. After firing the ta instrument on descending colon, the doctor cut tissue and opened the instrument jaws. No staples came out of the ta so bowel content came in contact with abdominal cavity. Doctors had to dissect more tissue and go lower in the pelvis to do the anastomosis (2h and 30min delay). Ileostomy was not planned but had to be done to protect the anastomosis. Present condition of the patient: safe the surgeon and his assistant have been trained by us in the use of surgical staplers. They used covidien products long before switching to competition.

Manufacturer narrative:
(B)(4).